Event description:
The customer reported that the paramedics were called due to his low blood glucose, and he was treated with glucose tables. The customer stated that he was experiencing unexplained high blood glucose and treated, but then ended with low glucose. The customer was at a friend's house and his glucose level was 90 mg/dl, then dropped to 35, and continued decreasing. Troubleshooting was performed. Reviewed the programming and the bolus history shows that he gave a 13.1 units and food with a 90 mg/dl. The customer overcompensated on food and then his glucose level went down to 10 mg/dl. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned been sick and was taking antibiotics for the past few weeks. Advised the customer to contact his doctor regarding the low glucose, and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or ot the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.